Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 203 to 313 mg/dl and the cause was not known. A bolus via the pump and an insulin injection were used to address bg. During a pump system check, the customer smelled insulin at the luer lock area and the luer lock was able to be tighten a little more. Upon follow up, the customer had changed the infusion set site and resumed pump therapy.